Event description:
While surgeon was tightening the screw, the head of the screw came off.

Manufacturer narrative:
The investigation shows that the screw broke in forced rupture mode because of too high torsional and tensile forces during the insertion. The friction traces on the bottom side of the head show that the screw already contacted the plate and was further tightened.